Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 14.0 mmol/l, which he treated with a manual insulin injection. The customer had reverted to injections for the past couple days due to various pump issues. A couple weeks ago the pump alarmed with button error. And after the recent motor error the pump had no delivery issues as well. Troubleshooting was initiated for the motor error. The drive support cap was normal. There was no exposure to an MRI or magnetic field either. The customer was also able to rewind the pump. The displacement test and the manual prime test passed. However, the insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. No motor error alarm noted. The insulin pump motor passed motor test. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip. During visual inspection shows that the piston looks normal and straight no anomalies were noted.